Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up with palpitation. Upon interrogation, the right ventricular lead exhibited high threshold. Fluoroscopy found that the lead had dislodged from its location. The physician tried to reposition the lead, but its screw was not moving. The lead was removed and changed. The patient was stable.

Manufacturer narrative:
Additional information: d10 the damage found was sustained during the surgical procedure. The lead was otherwise normal.